Manufacturer narrative:
H6. A results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer advised that moraxella could not be identified well sometimes. Bd remote services advised customer to increase the concentration, no instrument failure was involved, therefore, no adjustment nor replacement in relation to the instrument was performed. Bd remote services requested the panel information, but customer did not provide this information. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to moraxella not identified well. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: sometimes the identification of moraxella does not come out well. It is unclear what is expected from the quality team. What should be investigated? Did a bd product fail or did the customer need assistance understanding their workflow? Moraxella could not identified well sometimes. The customer did not know why this happened. Did the failure occur with control or patient samples? Patient sample. What was the expected result and what was the result obtained by the client? To identify moraxella . Were any wrong results reported to the doctors? No. Were mics involved? No.

Manufacturer narrative:
Entry description updated per task. B tab description was updated with added information from task. H3 other text : see h.10.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: sometimes the identification of moraxella does not come out well. It is unclear what is expected from the quality team. What should be investigated? Did a bd product fail or did the customer need assistance understanding their workflow? Moraxella could not identified well sometimes. The customer did not know why this happened. Did the failure occur with control or patient samples? Patient sample what was the expected result and what was the result obtained by the client? To identify moraxella were any wrong results reported to the doctors? No. Were mics involved? No.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: sometimes the identification of moraxella does not come out well.